Event description:
It was reported to boston scientific via an article published in the lasers in medical science journal, that a retrospective study was conducted to evaluate the efficacy of palliative holmium laser enucleation of the prostate (holep) versus plasma kinetic resection of the prostate (pkrp), in the management of advanced prostate cancer (apc) with concurrent lower urinary tract symptoms (luts). A total of 23 patients underwent palliative holep using a versapulse powersuite 100w console and a slimline 550 fiber. The procedures took place at two institutions in china between february 2017 and march 2021. Following the holep procedures, 2 patients had secondary bleeding with one of them requiring a secondary surgery for hemostasis, 2 patients had delayed urination, 1 patient had a blood transfusion, 2 patients had urethral stricture managed with an indwelling urethral dilation stent, and 3 patients had stress urinary incontinence. The remaining cases recovered spontaneously during the postoperative period.

Manufacturer narrative:
Xu, k., su, qian., xu, j., qiu, l., zhang, y., gu, d., chen, j., gu, z. (2025). Comparative evaluation of palliative holmium laser enucleation and plasma kinetic prostate resection in the management of advanced prostate cancer with lower urinary tract symptoms. Lasers in medical science, 40 (259). Https://doi.org/10.1007/s10103-025-04511-x.